Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-15100 addresses the leveen coaccess electrode, and manufacturer report# 3005099803-2013-15101 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode and a rf3000 radiofrequency generator were used during a renal radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the treatment was successful and a ¿perfect¿ ablation was achieved, but roll-off was not observed after 20 minutes of ablation. A p4 error code was noted on the generator at the end of the procedure. A 15-minute treatment at 180 watts and was noted to be very effective at a macro level with excellent necrosis of the kidney. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the complaint device found the tines to be fully retracted. The tines were extended and retracted with some resistance noted due to heavy residue. The tines were found to properly formed and evenly spaced. The conductivity was measured and the electrode was within specifications, indicating the device was able to conduct current properly. The complaint was not confirmed; the returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-15100 addresses the leveen coaccess electrode, and manufacturer report# 3005099803-2013-15101 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode and a rf3000 radiofrequency generator were used during a renal radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the treatment was successful and a "perfect" ablation was achieved, but roll-off was not observed after 20 minutes of ablation. A p4 error code was noted on the generator at the end of the procedure. A 15-minute treatment at 180 watts and was noted to be very effective at a macro level with excellent necrosis of the kidney. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.